Event description:
It was reported that the infusion set did not appear to insert fully, and the person with diabetes (pwd) was having trouble bringing their glucose levels down. The pwd stated that their glucose had increased to 200 mg/dl, and because it was their first day using the product, they contacted the trainer. According to the pwd, the trainer advised them to remove the cannula and replace the infusion site. The pwd mentioned that they had completed the first site change independently and were uncertain whether the cannula had been fully inserted. The infusion set was described as loose and leaking. The pwd also noted that the cannula seemed not to have inserted completely. However, the adhesive at the infusion-set site remained secure. After the pss reviewed proper insertion techniques, the pwd requested a replacement infusion set. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history lot number review cannot be performed due to not lot number provided. D4: only di provided as lot number is unknown.

Manufacturer narrative:
A5 - ethnicity and a6 - race: correction d9: date returned to mfg.: 18-mar-2026 h6. Codes: updated. Device evaluation: one infusion site was returned with a bent cannula. The adhesive pad and flange were present. One tubing/buckle set was returned with the buckle connector missing from the end of the tubing. The condition of the tubing end suggests that it was unintentionally pulled from the connector, and no cut evidence was observed. No other damages or anomalies were observed. The complaint of a bent cannula can be confirmed. The probable cause is unknown. The investigative finding of separation can be confirmed. The probable cause is due to unintentional pulling forces on the tubing. A device history record (DHR) review could not be performed as the lot number was unknown.